Event description:
Heartmate 3 implanted with complicated postoperative course notable for reoperation for coagulopathy and persistent respiratory failure/ventilator dependence persisting 6 months postop. With the exception of a 4 week period of time, pt required ICU level care to manage the complexity of her ventilator dependence. In the setting of international normalized ratio (inr) 2.1, pt experienced subarachnoid and intraparenchymal hemorrhage. Anticoagulation was urgently reversed. Neurosurgery recommended surgical intervention, however family declined heroic interventions in pursuit of hospice. Medical interventions, including ventricular assist device (vad) therapy, were withdrawn that day, resulting in pt expiration.